Manufacturer narrative:
Product analysis: it was determined at analysis that the programmer failed finger touch test. An electromagnetic interference repair was performed but the issue was not resolved. The overlay, bezel and xy board were replaced and then the touch screen issue was resolved. The finger-touch option was tested and worked correctly. It was noted that the keyboard hinges were broken and the upper left bullet was missing. It was also noted that the keyboard and keyboard slide cover were missing. Additionally, the lower-case feet were worn, and the system fan was noisy. Reconfigured, reloaded, and updated software. All found defective parts were replaced and all other identified issues were resolved. The programmer then passed all final functional and system tests. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
The programmer was returned as part of an inventory reduction initiative and subsequently tested out of specification during manufacturer's analysis. There was no patient involvement.